Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient at home was receiving blinatumomab through an administrative set tubing. A line break occurred where the tubing connects to the spiros. The patient¿s mother noticed the line leaking. The spiros tubing had previously been secured with waterproof tape, which was removed the day before the line break. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - manufacturing plant state, d3 - zip code, and d3 - manufacturing plant country: correction. D3 - mfg establishment name and h6. Codes: updated. No product samples, pictures, or videos were received for investigation. The complaint of line break could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.